Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the fixation tab broken? No. Lot number? => no further information is available. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. During the procedure, there were two knots at the fixation tab. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/26/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned sample determined that one empty labeled winding former and a needle-suture piece of product code sxpp1a200 were received for evaluation. The visual inspection concluded that the suture piece had two knots near the end. Also, the sample presents signs of use since body fluids and marks that appear to be by the surgical instrument were observed. The anchors and fixation tab design allows for tissue approximation without the need to tie surgical knots.. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 2360 g /m.